Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after changing pump supplies, with approximately 50 units delivered before discovery of a bent cannula at the infusion site; the user was guided to replace the infusion set and was advised that glucose should decline within 1¿2 hours. Symptoms included elevated blood glucose up to 318 mg/dl for about 12 hours without ketone testing, backup therapy, or medical intervention. Outcomes included transient limitation of normal activities due to high glucose. Investigation included technical troubleshooting and user education over the phone. Investigation of this case revealed an infusion set cannula bent at insertion, which can impede insulin delivery; the precise cause of the hyperglycemia remained unclear. It was concluded that the event involved hyperglycemia with cause unclear following a supply change, with correction expected after infusion set replacement.